Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the lock opens always by itself. The reported event was confirmed. The service evaluation revealed a loose door lever at the outflow side along with damages at the front panel and rubber feet. The most likely root cause of the failure is a latent supplier defect.

Event description:
It was reported that the lock opens always by itself. There was no harm for patient, operator or third party reported. No further information was received.